Event description:
Boston scientific received information that this lead was explanted due to intermittent loss of capture and pacing inhibition. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed signs of abrasion along the lead body. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to excessive mechanical stress. The interaction with another lead should be taken into consideration. Scratches were also noted. The insulation was intact. During further analysis, no deviations were noted which might be related to the clinical observation. In particular, the values measured during the electrical analysis proved to be within specifications. There was no sign of a material or manufacturing problem.